Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The connections to the control board were reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a potential system required restart that results in a loss of mechanical ventilation. There was no patient involvement.